Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 2017865-2021-27667. It was reported that the patient presented to the emergency room with phrenic nerve stimulation. Interrogation of the patients atrial and right ventricular (rv) leads via chest x-ray confirmed dislodgement. Temporary programming changes were made. Atrial lead had no capture and rv lead had high capture outputs with small r waves. The atrial lead was repositioned successfully. Rv lead was explanted and replaced due to helix issue. Patient was stable.